Manufacturer narrative:
The reported field report of bvvi was confirmed in the laboratory. Review of the device image indicated an excessive high power telemetry usage on the device. Microprocessor reset and bus error were recorded and caused device to revert to backup operation. However, the cause of the reset error could not be determined. Further evaluation noted that the device was programmed to high field setting and therefore device reached eri at a faster rate.

Event description:
It was reported when patient presented in the hospital for reasons unrelated to the device, the device was found in back-up mode due to eri. Abbott technical support confirmed the device had reached eri normally. Device replacement due to normal eri was suggested. The patient was stable throughout the device interrogation and will continue to be monitored.

Event description:
New information received notes that the device was explanted. No further information is available at this time.